Event description:
Information received by medtronic indicated that the customer had battery cap contacts and metal pieces that came off that were damaged and the customer also reported a blank display. No harm requiring medical intervention was reported. A spare battery cap will be sent. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.